Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient stated experiencing mechanical issues with an inflatable penile prosthesis (ipp) as the bulb was hard as a rock. The patient indicated being unable to depress it. Patient liaison provided troubleshooting techniques including burp and anti-stiction. The patient would contact again if further assistance was needed.